Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 12.6 mmol/l. Customer reported that during changing out the insulin pump reservoir and the locking mechanism shattered and ring popped off. Customer reported that the reservoir is unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.